Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant; therefore, the expiration date of the disposable novasure device is not known. Uterine fluid. The device is not being returned; therefore, a failure analysis of this novasure system cannot be completed. Lot number is not provided by the complainant; therefore, the manufacture date of the disposable device is not known. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. If additional relevant information is rec'd, a supplemental medwatch will be filed. Device history record (DHR) review could not be conducted for the disposable device as a lot number was not provided by the complainant. (B)(4).

Event description:
Approx one to two years following a novasure endometrial ablation procedure, the pt presented with "severe cyclic pain". An ultrasound indicated a "small amount of fluid in the [uterine] cavity" and the physician performed a dilation. The pt reportedly had "relief after dilation". We have been unable to obtain additional information surrounding this event.